Manufacturer narrative:
We have now concluded our investigation for the complaint received. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, the reported file is held by the quality release team. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Silicone came off reducing adhesion. Potential factors include raw material issues or storage environment issues. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the silicone is ripping off in large portions from the back of allevyn life 15.4 cm x 15.4cm ctn 10 dressings (100 dressings were reported). This issue is causing shorter wear times, inhibiting the clinician from peeking under prevention dressings and causing problems to re stick the dressings. Incident occurred during set up/inspection. No delay, patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.